Manufacturer narrative:
Additional information was added to h3 and h6. H10:the actual device was not available; however, a photograph of two (2) samples were provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medsun report for this event, however the report number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp i.v. Catheter extension set was cracked. The location of the crack was not specified. This was identified prior to patient connection. There was no patient involvement. No additional information is available.